Manufacturer narrative:
Analysis was performed by fse (field service engineer) which included determining that the system's battery had failed due to its end of life. A new battery with part number 989803190371 was delivered to the customer. The reported problem was determined to be due to a component failure. The root cause of the component failure is the user did not replace the battery in time as required.

Event description:
Philips received a complaint on the defibrillator indicating that the device had battery failure. The device was in clinical use for patient at the time of the event, however no patient harm was reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.